Event description:
Soon after the placement of essure-I started to notice that I was losing my hair. I then got deathly ill in (B)(6) 2009 and was diagnosed with ulcerative colitis. I receive remicade treatments every 8 weeks. I currently am being treated for depression. I suffer from brain fog-very forgetful and lose my train of thought. I have become hypoglycemic and suffer from severe hot flashes and dizziness. (B)(4).